Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the fluorescence imaging illuminator (p/n 372127-10) went out and replaced it. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported problem. The illuminator was installed onto a test system and powered on with no light and error 48238 meaning an illuminator communication failure appeared in the log file.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, an audible popping sound was head from the vision side cart and a non-recoverable fault was generated. The led indicator light on the front of the illuminator and the light on the endoscope turned off. The customer restarted the system; however, the issue persisted. The customer contacted a technical support engineer (tse) and determined the fluorescence imaging illuminator went out. The tse advised to use a 3rd party illuminator to complete the procedure. The surgeon stated the vision would not be adequate to proceed and made the decision to convert to open surgery. The customer experienced a procedure delay 30 minutes or greater.